Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a staphylococcus infection and replaced with a pacemaker and right ventricular (rv) lead. A new crt-d system was implanted 11 days later. No further patient complications have been reported as a result of this event.